Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The analysis indicated that the distal seal of the delivery system introducer was torn. The proximal seal of the delivery system introducer was damaged. Blood was observed on the delivery system introducer distal seal. Blood was observed on the delivery system introducer proximal seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator separated from the sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
The introducer was returned to the manufacturer for analysis after it had been used during an implant procedure. Subsequently, the device tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.